Manufacturer narrative:
This foreign report is being submitted on (B)(6) 2017 for a device product that is considered same/similar to a us marketed device (band aid brand antibiotic adhesive bandages). This is an initial submission for the first device in this case. The manufacturer report number for this submission is 2214133 -2017-00006. The manufacturer report number for the second product in this case is 2214133 -2017-00007. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous regulatory authority report was received on (B)(6) 2017 from health (B)(6) (adverse event reporting number (B)(4)) reporting on female consumer when she was (B)(6) from (B)(6). The medical history was not reported. The concomitant medication included 2nd skin moist pads topically for unknown indication, benadryl (diphenhydramine) for unknown indication, cloxacillin for unknown indication and fucidin h (hydrocortisone and fusidic acid) for unknown indication. The reported weight of the consumer was 71 kilograms and height was 168 centimetres. On an unspecified date, the consumer started using band aid brand antibiotic adhesive bandages, cutaneously, 2.0 plaster (sic) prophylaxis against solar radiation (frequency, lot number and expiration date unspecified). After an unspecified duration, she developed ear swelling and experienced pain and skin burning sensation. The consumer also developed wound infection. Her age of onset on the event was not reported. The action taken with the product was unknown. The events did not resolve. The complaint investigation was closed with disposition of undetermined. This report was assessed as serious (medically significant). The company causality was assessed as not related for wound infection and related for other events.